Event description:
It was reported that the programmer's stylus was unable to hold its calibration. Though it had been calibrated multiple times, shortly afterward it would be out of calibration again. The programmer was returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Stylus is out of calibration and will not stay calibrated. Display bezel overlay assembly found out of electrical specification. Broken tabs found on the power cord bay door.